Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an internal insulation abrasion 82.1 to 82.8 cm from the connector pin. The inner coil lumen and the re etfe cable coating were intact in this location.

Event description:
This report is to advise of an event observed during analysis.